Event description:
The wire was sheared off by the x-sizer and the section had to be retrieved by emergency pass surgeryto remove the section of the wire from the graft and native artery. The vein graft of the right coronary artery which has had multiple interventions in the past had a new severe lesion of the distal segment of the vein graft. There was almost total occlusion of the vein graft. A luge wire along with the x-sizer device was used in the procedure, but unfortunately the x-sizer cut through the wire. Multiple techniques were used for snaring of the wire which was not possible. It was then decided that the pt was having aortocoronary bypass surgery. The pt is very stable at this time without chest pain and vitals are stable. Description of procedure: there appears to be a foreign body visualization through the wall of the vessels. Attempts at identification of the circumflex coronary artery revealed no identifiable vessels. Arteriotomy was performed in the posterior descending coronary artery and a guidewire was identified. With some resistance from the prximal end, the guidewire was removed. The entire portion appeared to be intact. The pt was withdrawn from bypass without difficulty. At the conclusion of the procedure, the pt was in satisfactory condition having tolerated the procedure well.